Event description:
It was reported that it was not possible to start up the programmer, it was constantly rebooting all the time. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the radiofrequency (rf) head connector on the link electronic module (lem) circuit board was defective. (B)(4).